Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from customer - the issue was observed during a fine needle aspiration (fna) biopsy of submucosal and extraluminal lesions within the tracheobronchial tree. The procedure was completed with a similar device. There were no reports of patient harm.

Event description:
It was reported the subject device syringe tip fracture occurred inside the needle interface. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.